Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Through the MFR's device tracking form, it was reported that an lvad pump exchange took place. The pt had experienced two mca strokes while on lvad support and pump was beginning to fail. During the exchange procedure and removal process, signs of thrombus were seen between the pump and the outflow valve.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.